Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. Stoma site infection is a known complication of a peg tube placement. A return sample evaluation was not performed because tubing remains implanted. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Report from (B)(6). An abbvie peg tube was placed on (B)(6) 2015. The patient received a single unknown antibiotic injection prior to the placement procedure. On (B)(6) 2015, the patient experienced abdominal pain. During the weekend, inflammation increased and peritonitis was suspected. The patient was switched to continuous unknown antibiotic treatment and on (B)(6) 2015, duodopa treatment was suspended. Peritonitis was confirmed and suspected a correlation between peritonitis and tube placement. The patient experienced perihepatic peritoneal abscess. In addition to the antibiotics, drainage was placed. Duodopa therapy was restarted on (B)(6) 2015 because of improved symptoms. .